Event description:
Revision surgery - the patient had ceramic on ceramic hip. The surgeon was concerned that wear and debris was causing osteolysis.

Manufacturer narrative:
The reason for this revision surgery was to address the concern of osteolysis after 8.4 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint for a part from this lot. It was reported that the patients implants may have been wearing, generating debris and causing the osteolysis. There are no indications of a product or process issue affecting implant safety or effectiveness.